Manufacturer narrative:
Article citation: hyeonjung yeo, dongkyu lee, jin soo kim, pil seon eo, dong kyu kim, joon seok lee, ki tae kwon, jeeyeon lee, ho yong park, jung dug yang, ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients¿, archives of plastic surgery 2021; 48:165-174. (B)(4). The events of infection (early onset), seroma, necrosis, capsular contracture (grade unknown) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: infection (early onset), seroma, necrosis, rupture capsular contracture (grade unknown).

Event description:
Through journal article titled ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients¿, reported "severe infection", "flap necrosis", "hematoma", "seroma", "implant rupture" and "capsular contracture grade unknown". Affected side is unknown. Seven patients treated with antibiotic therapy, antibiotic lavage and implant exchange. One patient with a methicillin-resistant infection showed no response to antibiotic therapy and drainage, and thus, the device was explanted. Of the 8 patients with infections, 3 had received concurrent chemo-radiotherapy, and 2 had received chemotherapy alone.